Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify failed battery alerts and unexpected battery power loss due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received replace battery alarm. Customer also reported that insulin pump had battery failed alarm but battery compartment was corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.